Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received not deployed. Inspection of the download data found that the pod completed both priming sequences and was deactivated after delivering 58 pulses. Timeouts occurred during priming in tandem with a failure of the rotational sensor to transition, indicating a drive stall occurred. Due to the drive stall, the firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. During opening of the pod, the motion caused the drive mechanism to reach firing position and deploy the needle mechanism. The timeouts and drive stall were replicated during pod rerun along with an 0x40 alarm. Exceptionally high resistance was experienced while unscrewing the tube nut from the leadscrew. Pliers and a lot of force were required to successfully unscrew the tubenut. Brass shavings and markings were found on the leadscrew and on the base of the plunger body due to the overtightened tube nut. It can be confirmed that the overtightened tubenut is the cause for the high pulse widths and drive stalls observed in the original data and the cause for the needle to not deploy.